Event description:
According to the reporter, during the cuff check before use, there was strong resistance and air could not be injected. When the product was checked, the resistance was actually strong and air did not enter. There was no patient involvement.

Manufacturer narrative:
One sample of hi-lo endotracheal tube part number 86111 was received for evaluation, lot number provided by gch is 19c0364jzx, an in flation/deflation test was performed applying 25cc of air to the cuff using a syringe, and it was observed inflation was difficult and deflation was hard. A visual inspection was performed, and it was observed the inflation line tubing is collapsed inside the lumen of the tube confirming the cuff won¿t inflate. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the cuff check before use, there was strong resistance and air could not be injected. When the product was checked, the resistance was actually strong and air did not enter. There was no patient involvement.